Event description:
It was reported that during a stenting treatment procedure, stent migration occurred. The stent was deployed in the left renal vein. After deployment, it moved to the inferior vena cava and then it migrated to the superior vena cava. It was reported, that "the physician attempted to snare the stent and in the process the stent broke into pieces." "The physician was able to retrieve 40% of the stent and the other portion of the stent remains in the heart. The current pt condition is reported as "stable."

Manufacturer narrative:
The complainant indicated that the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The shop floor paperwork has been reviewed and no issues were noted that would have contributed to the complaint reported.